Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with 20 infusion sets adhesive.the event occured within one year. The set came off during use.the infusion set was in use for 1-2 days. The blood glucose level of the patient was 200-300 mg/dl. No further information available.